Event description:
Propofol running @50mcg/kg/min. Pump alarmed "occlusion above". "Ok" was selected. Patient ventilator alarm for apnea ventilation going off. Propofol line checked again even though it was not alarming. The front of the pump read "priming" even though had not been prompted to prime pump or hit the confirmation that patient was disconnected from pump before priming. When the priming was stopped, reviewed and noted the patient received approx.17 of the 23ml bolus because the pump read that 5ml remained in prime. Estimate approximately a 50mc/kg bolus. Rass (richmond agitation sedation scale) and rr (respiratory rate) decreased. Ventilator kicked over to support rr until patient rass increased. Other vitals remained stable without intervention.